Manufacturer narrative:
Device evaluation summary: bunching was evident to the inner member. The stent was positioned correctly at the distal markerband but not meeting specifications due to deformation of the distal stent struts. The stent was not positioned correctly at the proximal markerband, the bunching to the inner member caused the inner member to move. Deformation was evident to the 1st and the 5th to the 15th distal stent wraps with struts raised and bunched. No deformation was evident to the distal tip. Deformation was evident to the inner member. The distal shaft appeared kinked. The inner lumen patency could not be verified with a 0.015 inch mandrel due to the deformation and bunching of the guidewire lumen. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary, drug eluting stent to treat a severely tortuous, moderately calcified lesion exhibiting 70% stenosis in the mid left anterior descending (lad) artery. There were abnormalities reported in the patients anatomy, going from the left radial approach the anatomy was tortuous. The device was inspected with no issues noted. Negative prep was not performed. The device passed through a previously deployed stent. Resistance was encountered advancing the device. Excessive force was used. It was difficult to get access and maintain access due to tortuous anatomy. It was reported that the stent deformed. It was indicated that the stent deformation may have been caused by the heavy calcified lesion or repeated loading and forced used to gain access. No inflation of the balloon occurred. The patient is alive with no injury.